Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning back on. The customer's blood glucose was unknown. The customer stated that he got soaked in a rainstorm the insulin pump was not turning back on. Customer stated that they do hear fluid when shaking the insulin pump. Customer stated that they saw fluid under the display. The center button had crack. The troubleshooting was performed for the fluid exposure. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor.